Event description:
It was reported that the patient was admitted to the hospital. The hospital admission reason was not able to confirmed, but was believed to be due to declining patient health status. During the hospitalization, ventricular fibrillation (vf) occurred, and the implantable cardioverter defibrillator (ICD) delivered shock therapy. The patient then underwent cardiac arrest. The physician believed normal function of ICD. The patient died from vf during her hospital stay. After the patient's death, it was noted that the interrogation of the ICD took an considerable amount of time. After the interrogation, it was also noted that the electrogram during the vf episode was missing, so it was unknown whether the device had appropriately treated the vf. There were no allegations from the physician that the ICD contributed to the patient's death.